Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein the leads where repositioned.

Manufacturer narrative:
Additional information was received that the patient had an inadequate stimulation. It was also reported that the lead migration was also due to patients anatomy. The patient underwent a lead replacement procedure. The explanted device was not returned to bsn as it was discarded by the facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5123053, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein the leads where repositioned.